Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre product. The date of event is unknown. The dates entered in section b is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. The customer experienced symptoms of burning and discomfort at the sensor site. The customer contacted a healthcare professional (hcp), who provided unspecified ointment as treatment. There was no report of death or permanent impairment associated with this event.